Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 37 mg/dl at the time of the incident. Current blood glucose value was 307 mg/dl. The customer was treated with food and glucose tablets. Customer stated that the auto mode feature was not active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Insulin pump had a overbolus of getting insulin flow blocked. The device will not be returned for analysis.